Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The pump communicated properly with the minilink transmitter sensor and the glucose sensor simulator, and no unexpected low suspend alarm was noted. However, the pump had a cracked reservoir tube lip.

Event description:
It was reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported that the batteries of the insulin pump would not last long. The customer also reported receiving a new battery cap for the insulin pump. It was reported that despite the new battery cap, the battery of the insulin pump continued to not last long. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.